Event description:
It was reported the device exhibited an air alarm. There was unknown patient involvement.

Manufacturer narrative:
UDI unknown. E1: phone(B)(6). One device was received for evaluation. Visual inspection found the device to be in worn condition. There was no evidence in the event history log. Functional testing was able to confirm and duplicate the reported problem. It was determined the air detector was the root cause. The air detector was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.